Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir lip ring was missing and the reservoir was not able to lock in place when inserted into the insulin pump. The customer also reported that they experienced high blood glucose levels and also had symptoms like nausea, vomiting, abdominal pain and difficulty in breathing. They also stated that the belt clip was broken off. The customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all its features working properly. No anomalies noted during testing. Device p-cap / reservoir locked properly in place and the device passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, and force sensor test. (B)(4).